Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced an event of hyperglycemia (32 mmol/l) which resulted in hospitalization. Patient reported symptoms of thirsty and foogy head. Patient was also tested positive for ketones. No further information available.